Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was found to be being in pieces, then it was removed from the eye. Additional information was requested, but no further information was available.